Event description:
It was reported that this previously capped implantable lead was part of the system revision due to infection. No adverse patient effects were reported. The previously capped implantable lead was explanted.